Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, check therapy pad messages, arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to an electrical short in ECG c and d cable the root cause for the shorted cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.